Manufacturer narrative:
There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that they replaced both fuses in the viewing station of the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site nurse reported that, while in a spinal fusion, the viewing station of the imaging system of the imaging system began to beep. The line power light on the imaging system was not illuminated on the front of the system. The viewing station of the imaging system displayed a critical battery error. The site attempted to use different outlets, but this did not resolve the reported issue. The reported issue occurred at the end of the procedure. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.